Event description:
It was later reported that the lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic due to an audible alert triggered for high pacing impedance on the right ventricular lead. The lead also had high threshold and noise. Detections were programmed off and the pacing output was reprogrammed. A lead revision was scheduled for the following day, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.